Manufacturer narrative:
Additional information: b3: presentation date used for date event. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema, vitreous hemorrhage, and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the "product's" labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a case abstract presented at the 77th annual congress of japan clinical ophthalmology titled, ¿two cases with significant hyphema after istent (istent inject w) surgery." It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented postop with a hyphema which spread into the vitreous, resulting in a vitreous hemorrhage. Per report, the bleeding "gradually absorbed", and the "patient's" visual acuity and intraocular pressure recovered. Any omitted information was not available at the time of report. Please see the attached abstract for further details.